Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that left ventricular lead thresholds were high at implant and the decision was made to accept as is. Three days after implant, ventricular pacing was noted to be low. Right ventricular sensitivity was increased. Leads are still in use. No patient complications have been reported as a result of this event.